Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities was requested but not available; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards received information that a patient with a 29mm bioprosthetic mitral valve had a valve in valve procedure with a 29mm transcatheter bioprosthetic valve. The reason for the intervention was noted as stenosis. No complications were noted during the procedure and it was stated that the patient is doing well. Patient op note and medical history were requested but not available. Device remains implanted. No additional information was provided.